Event description:
I had a right knee replacement on (B)(6) 2020 and the doctor put an aquacel surgical dressing on. The nurse came to take the dressing off on (B)(6) 2020, and she put steri strips on. The following evening, I had a severe reaction - itching, pain, burns and blisters at the entire dressing site. (The doctor prescribed benadryl and silver sulfadiazine cream.) He told me I had a reaction from the aquacel surgical dressing. FDA safety report ID# (B)(4).